Event description:
The customer reported that the system locked up during a case. The interconnect cable was reseated. The system had to be rebooted and the procedure was completed. No pt injury was reported.

Manufacturer narrative:
The customer canceled the service call.